Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: approximate date. Non- health professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient did not have a fall or trauma related to the event. The patient had worked wonderful for 4 years but it was terribly painful and burning around the implant site like the tissue underneath the skin was numb. It did not matter if stimulation was on or off. Mostly it was painful at night when the patient laid down. During the day it was "not too bad." This pain started about 2 weeks ago in (B)(6) 2018. The patient did have kidney stones about 2 weeks ago that might be related but the consumer was not sure. The patient had lost about 20 lbs. And thought that the ins was moving and pressing against something that was painful. They thought the ins started moving in the pocket. Stimulation worked and did still help the pain in their legs. Both events started in (B)(6) 2018. The patient was away from home at the time of the call. They were looking for a manufacturer representative or health care provider (hcp) in their area while traveling. No further complications were reported.